Event description:
A pt in itu experienced hypotension during a transfusion of packed red cells. The pt was being transfused with 4 units of prcs and developed hypotension with the last unit transfused. 75-90 minutes after the incident the pt was transfused with 5 units of prcs through product, at a slower rate and without incident. Eighteen hours after the reaction, the same prc unit involved was infused to the same pt using the same device with a slower flow rate and was completed without incident.